Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was used at the left articulating position at pulmonary artery at the second firing, the staples on the one side¿s staple line were not deployed. The staples of another staple line were formed properly. When the firing trigger was grasped, it was too light to grasp. Abnormal sound was heard during the firing. The doctor did not open the jaw and then the procedure was converted to open surgery. Bleeding was 50cc. Additional suture was performed by hand and complete the case. Reinforcement product was not used. No transfusion was required. As for the first firing of this device, there were no difficulties in firing when the device was used at the central position for pulmonary vein. After the first firing, the jaw was cleaned. Pulmonary artery was not clamped.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4).report is a duplicate of 3005075853-2010-01609.

Event description:
Information received indicates the bed will not go into the trendelenburg position.